Manufacturer narrative:
The serial number of the device is (B)(6). The device was not returned to stryker for evaluation. The reported issue could not be duplicated or verified. The customer was provided with a replacement device. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that the device would not detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the device would not detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There were no reports of patient use associated with the reported event.